Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined that the device would not power on. The thickness control lever and shaft, control bar, and bearings were damaged. The motor assembly, thickness control lever and shaft, control bar, and bearings were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available regarding the event.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation are in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that during surgery unit skipped while taking a graft. There was a patient involved but no impact, harm, or delay reported. Due diligence information complete as no additional information indicated.